Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f ce manta was planned for closure in the right common femoral artery. Arteriotomy was noted as having no calcification or tortuosity, depth deployment measurement of 4cm + 1cm, and a medial positioned access. No issues were encountered advancing or withdrawing the procedural sheaths. The physician encountered severe resistance while advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would bounce back while attempting to advance into the sheath hub. The sheath from the first manta closure and the manta closure unit were removed off the guidewire. A second 18f ce manta closure device from the same lot number was opened and deployed without complication, and hemostasis was achieved. Procedural requirements in the IFU indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; and the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. In step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The IFU (lbl-001 r e) indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
As reported: closure of puncture site of femoral artery after a tavi procedure was performed using a manta 18f device. When inserting the manta closure device into the manta sheath, it did not go in, but bounced out. The manta device was replaced with another manta with the same lot number, and it worked without any problem. The incident did not cause harm to the patient. Additional information received on 07dec2021: during the tavi procedure, there were no issues with advancing or withdrawing procedure sheaths. There were no reported problems gaining access in the medial rcfa. There was no calcification and no tortuosity of the vessel. The measured depth of the manta was 4+1cm. Prior manta deployment, act was less than 250, and protamine and heparin were given intravenously. The manta was deployed at the measured deployment depth. There was no buckling or bending of the bypass tube when it met resistance. The physician reported severe resistance when advancing the bypass tube of the first manta. The entire manta sheath was removed otw, and a new sheath was placed for the second manta deployment. Current patient's condition is reported as fine.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.